Manufacturer narrative:
D2 - this device as it is not sold in the u.s.; however, this device meets the qualifications for a device that is same/similar to one that is sold in the u.s. The product code and common device name reflect the same/similar device. E1 - customer (person): phone: (B)(6). H3 - device evaluated by mfg.? Device has been returned, and preliminary evaluation has been performed. However, the investigation is ongoing. The device evaluation summary will be included in the follow up report once the investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a nester platinum embolization microcoil was defective. An additional coil was required to complete the artery embolization procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon initial inspection of the returned device, it was discovered that the coil was unraveled, thus prompting this report.